Manufacturer narrative:
Date sent to FDA: 01/09/2019.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2011, during which the surgeon ¿dissected around the previous mesh that took about 45 minutes to explant.¿ the surgeon also noted that a ¿small bowel obstruction was identified due to adhesions and causing a knuckle __kink [sic] in the mid jejunum.¿ it was reported that the patient experienced severe pain, discomfort, inflammation and constipation. No additional information is provided.